Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and restenosis occurred. A taxus stent was implanted in the proximal left anterior descending (lad) artery in 2006. Three months later, the patient presented with an anterior stemi which was thrombolyzed. The stent was "patent on investigation". Four months later, the patient presented again with an anterior stemi which was thrombolyzed. The next month, the patient presented to another facility with a non-stemi infarct. Angiography showed distal instent restenosis and thrombus of a taxus stent in the proximal lad. The patient was referred for surgery. The patient status was reported as "satisfactory condition presently.. It was not indicated if the reported stent was a taxus express2 or a taxus liberte'. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.